Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to fluid invasion inside the device, the printed circuit board and the main board were faulty, resulting in no video output. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus no signal output from the visera elite video system center. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the no signal output occurred due to a defective printed circuit board and main board. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿ <instructions/visera elite video system center> olympus otv-s190 dangers, warnings, and cautions danger strictly observe the following precautions. Failure to do so may place the patient and medical personnel in danger of electric shock. When this video system center is used to examine a patient, do not allow metal parts of the endoscope or its accessories to touch metal parts of other system components. Such contact may cause unintended current flow to the patient. Keep fluids away from all electrical equipment. If fluids are spilled on or into the video system center, stop operation of the video system center immediately and contact olympus. Do not prepare, inspect or use this video system center with wet hands. Never install and operate the video system center in the following locations. An explosion or fire may result because this video system center is not explosion-proof. The concentration of oxygen is high. Oxidizing agents (such as nitrous oxide (n2o)) are present in the atmosphere. Flammable anesthetics are present in the atmosphere. Flammable liquids are near.¿ olympus will continue to monitor field performance for this device.